Event description:
Medtronic received a report that for a type IV cavernous sinus, the initial plan was distal pullback deployment. However, because it had difficulty in positioning the microcatheter, the strategy was changed to in situ deployment. The stent opened poorly and the mid-section remained restricted. One retrieval attempt was made, but the deployment issue was not resolved. When there was sufficient deployed length, swinging the stent was attempted to help it unfurl, but due to the type IV cavernous sinus anatomy, the pushing force could not be effectively transmitted to the distal end of the stent. Advancement using the intermediate catheter was then attempted to help it unfurl, but the stent still could not be opened. To avoid prolonging the patient¿s general anesthesia, the surgeon replaced the stent with the same model but a shorter size, changing from 475-18 to 475-16. Although opening was still difficult, since it was shorter, the overall shaking force was greater, allowing it to be transmitted to the mid-section of the stent; through repeated shaking, the stent gradually opened and apposed to the vessel wall. PED-475-18 failed to open in the middle section. The Pipeline was not positioned in a bend. More than 50% of the Pipeline had been deployed when it failed to open. The Pipeline was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the Pipeline. The Pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in segment C6 on the left, with the aneurysm facing upwards with a max diameter of 4mm and a 3.5mm neck diameter. Landing zone: Distal: 3.8mm and Proximal: 4.6mm. It was noted the patient's vessel tortuosity was severe. DAPT (Dual antiplatelet treatment) was administered. PRU (P2Y12 Reaction Units) level was normal. The angiographic result post procedure showed transcatheter flow-diverting stent embolization of an unruptured aneurysm in the left C6 segment. Ancillary devices include a Phenom27 Microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.